Event description:
It was reported that, on the night after the implant, the patient had an inappropriate shock due to the oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. Therapy has been programmed off for now. The sensing vector was set to the primary vector. The high energy shock impedance was 129 ohms, which is high but within normal limits. The low energy impedance was down to 100 ohms the next day. Technical Services discussed reviewing the x-rays to check the system. The local representative checked the system and found good sensing in the secondary sensing vector. The sensing vector was then reprogrammed to the secondary vector. The local representative will discuss with the doctor when to program the therapy back on. There were no additional adverse patient effects. The system remains implanted.